Event description:
In 2006, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Operative notes from a follow-up exam seven months earlier,state that the right limb of the trunk-ipsilateral leg component was infolded. The patient did not present with any symptoms and no re-intervention is planned.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also implanted in this patient, but not associated with this complaint is lot #04437466.